Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had cosmetic damage, was frozen/would not move, had corrosion/rusting/pitting, a worn seal, illegible etching, and did not function. It was further determined that the device failed pretest for general condition, marking and labeling, check function in running mode, and check oscillation frequency. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).